Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma - alcl and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "right side seroma fluid (20 ml), positive lab for bia-alcl completed via aspiration needle;" cd30+ and alk- confirmed.

Event description:
Healthcare professional reported right side ¿exchange of textured device due to patient's concern with product¿ and ultrasound guided aspiration yielding ¿seroma fluid (20 ml), positive lab for bia-alcl;" markers of cd30+ and alk- have been reported and confirmed. The device has been explanted; capsulectomy performed.